Manufacturer narrative:
H6 device codes, component codes, evaluation method codes, evaluation result codes: corrected e1: initial reporter phone: (B)(6).

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the occluded left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During insertion, the connection between the catheter and the doc was kinked, preventing it from being connected. The procedure could not be completed due to this issue. The patient`s condition following the procedure was stable.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the occluded left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During insertion, the connection between the catheter and the doc was kinked, preventing it from being connected. The procedure could not be completed due to this issue. The patient`s condition following the procedure was stable.

Manufacturer narrative:
H6 evaluation conclusion codes: corrected. H6 device codes, component codes, evaluation method codes, evaluation result codes: corrected. E1: initial reporter phone: (B)(6).

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the occluded left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During insertion, the connection between the catheter and the doc was kinked, preventing it from being connected. The procedure could not be completed due to this issue. The patient's condition following the procedure was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the occluded left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During insertion, the connection between the catheter and the doc was kinked, preventing it from being connected. The procedure could not be completed due to this issue. The patient`s condition following the procedure was stable. It was further reported that the patient still received the planned treatment and was sedated when the issue occurred with the local anesthesia and the procedure was completed with another of the same device.